Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that failure to deliver defibrillation therapy and low defibrillation impedance was observed on the device and right ventricular (rv) lead. As a result, the patient experienced untreated arrhythmia. The device was explanted and replaced and rv lead was capped and replaced to resolve the event. The patient was in stable condition.